Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative reported that while in a spinal fusion procedure, the imaging system's 3d images were grainy and contained ring artifact. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation was performed but the field engineer was not able to replicate the issue as system functioned as intended and a full image quality testing was conducted without any problems. No further issues were reported. A software investigation was also completed. Upon completion of the documented investigation of this complaint, no software faults or anomalies were found to be the cause of the alleged inaccuracy. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system's 3d images were grainy and contained ring artifact.there was no reported delay to the procedure due to this issue. There was no impact on patient outcome.